Event description:
Dr. (B)(6) in (B)(6) reported that a pt implanted with the cardiowest temporary total artificial heart (tah-t) on (B)(6) 2008, discovered an air leak in the left cannula of his tah-t on (B)(6) 2009. He temporarily repaired the leak with tape. The pt was admitted to the (B)(6) heart institute (B)(6) on (B)(6) 2009, and the left cannula was repaired by dr. (B)(6) by removing a piece of the cannula about one inch above the hole and inserting a new cpc connector. The pt was discharged to home the same day. There was no adverse impact on the pt. The piece of cannula that was removed will be sent to syncardia for eval, and the results will be reported in a supplemental MDR.